Manufacturer narrative:
Taper I. Medwatch sent to FDA on: (B)(4) 2010. The product associated with this report will not be returned for analysis. The reporter of the complaint was asked to indicate the date of event, implant date and explant date. The info has not yet been received by allergan. Based upon the serial number provided by the reporter the connector type is assumed to be a taper I. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. Device labeling addresses the possible outcome of leakage as follows: deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
The event was reported as "access port leak." Additional info about the alleged event has been requested. There is no additional info at this time.